Event description:
It was reported that this was a closure using a perclose device relative to an unspecified procedure. Reportedly, the perclose device was defective, the device failed to advance. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported. Based in the information provided, a definitive cause for the reported issue could not be determined. The unexpected medical intervention appears to be related to the circumstances of the procedure. Factors that may contribute to difficulty inserting the device include, but are not limited to, patient femoral vessel/ anatomy variables or aggressive manipulation during insertion. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.